Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report #2916596-2018-01740. This report is being submitted as additional information. Approximate age of device- 2 years and 1 month. Device analysis: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented with gastrointestinal bleeding (gi) on (B)(6) 2018. The source was identified and clipped. No further information was provided.